Event description:
Pt reported that about 1 month ago, she noticed the batteries in her device powering down about every 1 to 2 wks. The pt stated that she would receive the a2 (low battery) alert. She stated at random points in the day her blood glucose would elevate up to 500 mg/dl. The pt would administer a bolus to decrease her blood glucose values. Pt stated that her blood glucose levels are now stabilized. She reported no symptoms with her elevated blood glucose. No med treatment was necessary. No product is being returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.